Manufacturer narrative:
Nov 2017 bimonthly asr exemption e2013025 the total number of events for product classification code otp is 28. Qty 3- avaulta plus biosynthetic support system qty 7- avaulta plus biosynthetic support system- anterior, sterile qty 5- avaulta plus biosynthetic support system- posterior, sterile qty 7- avaulta solo biosynthetic support system- anterior, sterile qty 6- avaulta solo biosynthetic support system- posterior, sterile h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Nov 2017 bimonthly asr.